Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An exterior visual inspection of the returned cycler showed no signs of physical damage. There were visual indications of dried fluid within the cassette compartment, however, there were no burrs or sharp edges in the cassette area that could have punctured a cassette membrane. There were visual indications of particulates around the catch post area and within cassette compartment. Upon power up, the cycler touch screen test failed. When powering on the cycler, the ok, stop and up/down arrow push buttons illuminated, however the front panel touch screen remained blank. It was identified that the cause for the blank screen was due to an internal short present on transformer (t1) of the inverter board. The inverter board is located on the rear of the front panel assembly. A known good inverter board was installed and the display became fully operational. The internal inspection identified visual indications of dried fluid in between the pump assembly and the display assembly. There were also visual indications of dried fluid within the recess of the bottom cover adjacent to the pump. A mushroom heads check was performed on the cycler and passed. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short on the transformer of the inverter board. The cycler was refurbished following the evaluation.

Event description:
A peritoneal dialysis (pd) patients contact reported to fresenius technical support (ts) that the screen of the patients liberty select cycler went blank in fill 1 of 4 during their pd treatment. They tried rebooting the cycler, pressed the ok and stop keys, and touched the touch screen; however, the blank screen issue persisted. The ok and stop keys were on, but the screen remained blank. At that point in time, the ts representative advised to discontinue use of the cycler and a replacement cycler was issued to the patient. They were advised to notify the patients peritoneal dialysis registered nurse (pdrn) of the replacement. It was reported that the patient would perform an alternate method of pd therapy. There was no indication that the patient experienced any adverse effects due to the reported issue. Additional information was requested, however, to date a response has not been received. The cycler was returned to the manufacturer for physical evaluation. Upon evaluation of the cycler by the manufacturer, an internal short was identified on the transformer of the inverter board.